Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2017. The sensor was inserted on (B)(6) 2017. No injury or medical intervention was reported. No data was received for evaluation. The reported issue of cgm inaccuracies could not be confirmed. A root cause could not be determined.